Manufacturer narrative:
(B)(4). G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the locking ring was bent which meant the cup and liner couldn't assemble. The surgeon corrected the locking ring with pliers and used it as it was without resizing to complete the surgery. There was a 5 to 10 minute delay in the surgery, due to replace the product. There was no impact on the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Corrected data: h4 manufacturing date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility, with no issues noted. Review of complaint history identified one additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through a monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. As per the IFU, under the warnings, it states, do not modify implants. The surgeon bending the locking ring with pliers and ultimately using the implant is considered user error. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.